Event description:
It was reported that the battery voltage measured lower one month ago than current measured voltage. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage measured lower (B)(6) ago than current measured voltage. It was further reported that the right ventricular lead had high thresholds and was removed. The device was returned after being explanted due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis indicated that calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. The lead was returned and analysis revealed the distal conductor fractured. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), all insulators were melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, there was an exposed defibrillation coil with white substance and there was blood in/on the helix/lobe mechanism and sleeve head.